Event description:
It was reported that while performing an operations check, it was found that the atrial channel on the epg (external pulse generator) was not sensing correctly. Atrial sense was not triggered in any range. The epg was returned for repair and calibration. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. However, it was noted that the battery release was contaminated, two side bail covers were broken, the ring cover was broken, the battery contacts were compressed, the ring was missing, and the battery drawer was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).